Event description:
During preparation, it was found that the balloon leaked. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Magnification inspection confirmed that the inner shaft was appropriately seated in the hub and adhesive present in the adhesive cavity. Magnified views of the inner shaft through the inflation port in the hub confirmed there was a hole in the inner shaft of the catheter directly aligned with the inflation port. The damage to the inner shaft was most likely due to perforation with a needle or guidewire. No tools are inserted in the manifold inflation port during catheter assembly. Furthermore, all devices are tested for balloon inflation/deflation performance with vacuum decay testing during manufacture. From the information provided and the investigation it was determined that handling damage was the most likely cause of the reported event.

Event description:
During preparation, it was found that the balloon leaked. There was no patient involvement.